Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a black screen and failed to boot. A field service engineer isolated the issue to drawer 3.2 in the main unit. The fse replaced the drawer board to resolve the issue. The customer verified that the drawer was functioning correctly after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen went black with no power to the machine. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.